Event description:
Additional information reported that no more complications were heard of after the nurse changed out the ptms and began using a new one. It was still unknown why the patient was in the hospital or how the patient was currently doing. The drug in the pump was still unknown.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, lot# serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that electromagnetic interference (emi) caused a communication error between the pump and the personal therapy manager (ptm). It was reported that a single bolus was able to be delivered using the clinician programmer but not the ptm. A failed communication message appeared showing emi causing unsuccessful bolus. The patient had been admitted to the hospital (reason unknown). The wound treatment machine was unhooked, the bed unplugged, and the railing were put down. A successful bolus was then able to be given. The medication used in the pump was not given. Patient symptoms and outcome were not provided. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).